Manufacturer narrative:
MDR - device 1 of 4. E1: patient country: (B)(6). Phone number: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01/apr/2024, it was reported that the patient faced four infusion sets started leaking insulin and not been delivering insulin which has caused severe hyperglycemia. No further information available.